Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead showed an increase to a high pacing threshold. It was noted the increase was greater than amplitude safety margin and may have compromised capture. The lv lead remains in use. No patient complications have been reported as a result of this event.